Manufacturer narrative:
The insulin pump had a blank display noted due to moisture damage on the electronic assembly. No moisture damage noted on the motor assembly. The insulin pump had a crack at the corner of the lcd window noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was dropped and hit the floor. The customer states the pump light will not come on, the words on the screen are faded and there is a crack on the corner of the screen. The customer's blood glucose level at the time of incident was unknown. The customer states there is blank screen. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.